Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05714; 2134265-2014-05715. (B)(4) clinical study. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was an in-stent restenotic lesion of a previously placed unspecified drug eluting stent (des) located in the mid right coronary artery (rca) with 80 % stenosis and was 35 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.00 mm x 38 mm ion¿ stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was an in-stent restenotic lesion of a previously placed unspecified des located in the proximal rca with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.50 mm x 24 mm ion¿ stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to stable angina and target vessel revascularization (tvr) was performed. A 3.00 mm x 28 mm ion mr drug eluting stent (des) was implanted in the mid rca. In (B)(6) 2014, the patient presented due to angina and tvr was performed. A 3.00 mm x 38 mm promus premier drug eluting stent (des) was implanted in the mid rca. In (B)(6) 2014, the patient was diagnosed with angina and was hospitalized. Coronary angiography revealed 90% isr in mid rca and a patent existing stent in proximal rca. The 90% isr of the previously placed 3.00 mm x 38 mm promus premier stent, 3.00 mm x 28 mm ion mr stent (implanted in (B)(6) 2013) and the 3.00 mm x 38 mm ion¿ study stent (implanted in (B)(6) 2011) located in the mid rca was treated with balloon angioplasty and placement of 3.0mm x 16 mm ion mr des. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.